Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of over 1200mg/dl, with a loss of consciousness, symptoms of dehydration, confusion, difficulty waking up, and unspecified ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated in the hospital with insulin via injection, and intravenous fluids. During troubleshooting with customer technical support, it was revealed the patient had pneumonia with thyroid issues and was on antibiotics. The patient also failed to bolus, had dehydration that was not caused by an elevated blood glucose, and a significant weight change without adjustments to the insulin regimen. The pump history was reviewed the basal delivery totals in total daily dose did not match due to use of suspend, and the prime menu being accessed. The basal history matched the active basal program settings. The bolus totals matched, and all boluses were recorded as programmed. The patient had also performed an incorrect manual calculation of dosage. The patient was referred to their healthcare provider for diabetes management. The patient had an endocrinologist appointment the day prior, on (B)(6) 2018, and was advised to make changes to their settings, but the patient did not make the changes. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.